Event description:
It was reported that a user experienced hyperglycemia with glucose readings over 400 mg/dl for approximately three hours while using the ilet with a g7 sensor and a steel cannula infusion set after a same-day set change; the user confirmed priming the tubing, observed drops from the set, inspected the cartridge without detecting leaks, and noted unannounced chips as a possible contributor. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included user-led troubleshooting of the infusion set, tubing prime verification, disconnection and flow check, and cartridge inspection. Investigation of this case revealed no device alarms, no apparent occlusion or leakage on user inspection, and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.